Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had made my salpingectomy') and hypersensitivity ('allergic reaction to things') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In april 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hypersensitivity (seriousness criterion hospitalization), amnesia ("memory loss problem its terrible"), uterine cyst ("cyst on uterus") and blepharospasm ("eyelid twitching ") and was found to have weight increased ("haven't loss more then 2 pound"). The patient was treated with surgery (salpingectomy). At the time of the report, the medical device removal, hypersensitivity, amnesia, uterine cyst, weight increased and blepharospasm outcome was unknown. The reporter considered amnesia, blepharospasm, hypersensitivity, medical device removal, uterine cyst and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media documents revived, new reporter ,event eyelid twitching added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had made my salpingectomy') and hypersensitivity ('allergic reaction to things') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hypersensitivity (seriousness criterion hospitalization), amnesia ("memory loss problem its terrible"), uterine cyst ("cyst on uterus") and blepharospasm ("eyelid twitching ") and was found to have weight increased ("haven't loss more then 2 pound"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the medical device removal, hypersensitivity, amnesia, uterine cyst, weight increased and blepharospasm outcome was unknown. The reporter considered amnesia, blepharospasm, hypersensitivity, medical device removal, uterine cyst and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had made my salpingectomy') and hypersensitivity ('allergic reaction to things') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hypersensitivity (seriousness criterion hospitalization), amnesia ("memory loss problem its terrible") and uterine cyst ("cyst on uterus") and was found to have weight increased ("haven't loss more then 2 pound"). The patient was treated with surgery (salpingectomy). At the time of the report, the medical device removal, hypersensitivity, amnesia, uterine cyst and weight increased outcome was unknown. The reporter considered amnesia, hypersensitivity, medical device removal, uterine cyst and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: memory loss problem its terrible, allergic reaction, cyst on uterus, medical device removal, weight gain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received-new event I had made my salpingectomy, and haven't lost more than 2 pounds were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction to things') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criterion hospitalization), amnesia ("memory loss problem its terrible") and uterine cyst ("cyst on uterus"). At the time of the report, the hypersensitivity, amnesia and uterine cyst outcome was unknown. The reporter considered amnesia, hypersensitivity and uterine cyst to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: memory loss problem its terrible, allergic reaction, cyst on uterus. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media record received. Events cyst in ovaries and cyst on uterus were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.